Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
User facility medwatch report states: suspect medical device, which is now under recall, was implanted on (B)(6) 2009 for surgical treatment of avascular necrosis of left hip. Pt reported pain in hip since 2009 surgery. Pain has become constant and debilitating. On (B)(6) 2011 pt was admitted to reporting facility for revision of acetabular component of total hip arthroplasty. During the surgery suspect medical device was removed and replaced with new implants. Post op diagnosis was left failed total hip and metallosis left hip. Pt was discharged home on (B)(6) 2011.